Event description:
In this event, it was reported that a pt experienced inflammatory changes of the buccal oral mucosa after placement of a restoration or restorations using quixfil. The pt was treated by an allergist as a result and was administered an unspecified anti-allergy treatment and cortisone, which the pt used for three days. The symptoms lasted one week.

Manufacturer narrative:
While it is unk if the quixfil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is not reportable per 21 cfr part 803.